Event description:
It was reported that the patient presented to the emergency room with complaints of increased pain and involuntary leg jerking. The pump was interrogated. Telemetry confirmed a pump motor stall with no motor stall recovery recorded. The pump was used to deliver bupivicaine and fentanyl. The pump was replaced. The patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.